Manufacturer narrative:
(B)(4). One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During procedure, generator would not heat past 37 degrees. After 45 seconds of not heating, the system was rebooted, but the issue persisted. The system was rebooted a second time, but again the issue persisted. The probes were replaced, but the issue was not resolved. The case was unable to be completed due to this issue. Further troubleshooting was performed after the procedure which included performing a grounding pad test. One grounding pad was used to teat all four ports with no issues and all ports functioned as intended. It was recommended that the site test multiple probes with the grounding pad test if any additional issues occur.